Event description:
It was reported that the patient is deceased. The patient was "found dead" in the morning after "doing well" the night before. "Ventricular high episodes [were] noted [at] time of death." The dual chamber implantable pulse generator system was returned by the hospital pathologist after being explanted during autopsy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death was requested and not received. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). The outer insulation had cosmetic depression, cosmetic environmental stress cracking (esc), cosmetic metal ion oxidation (mio), and a breached cut. There was apparent explant damage. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). The outer insulation had cosmetic depression, cosmetic esc, cosmetic mio, and a cosmetic cut. A visual analysis was performed only. (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death was requested and not received. Evaluation summary: (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). The outer insulation had cosmetic depression, cosmetic environmental stress cracking (esc), cosmetic metal ion oxidation (mio), and a breached cut. There was apparent explant damage. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). The outer insulation had cosmetic depression, cosmetic esc, cosmetic mio, and a cosmetic cut. A visual analysis was performed only.